Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d4; g3; g6; h2; h3; h4; h6; h11. Review of the most recent checklist determined the hinge was cracked and there was a locking issue with the funnel. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Review of complaint history identified additional similar complaints for the reported item and part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a follow-up report will be filled accordingly.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2. Foreign - belgium investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the hinge of the aseptic battery housing was seen to be broken before surgery. No patient involvement. Attempts have been made and no further information has been provided.